Manufacturer narrative:
Initial.

Event description:
It was reported that a secondary meal announcement was recorded on the ilet while blood glucose was elevated, and the user denied eating or attempting to bolus, indicating an accidental meal announcement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to the user interface, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.